Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocar was hissing and leaking pneumo when the device was removed from the trocar. After removing the device they would tap on the trocar and the trocar would stop hissing. The case was completed with the device, there was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.